Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittently, the pump was not delivering insulin properly. Blood glucose was 500 mg/dl. Contact did not provide further information regarding the reported issue.